Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation of the optical signal issue has been completed. No product was returned for analysis. The data logs show a loss of placement signal. Placement signal was seen trending down for about 5 hours before it went out of range. The pattern identified matches that of a durability sensor wear. The placement signal not reliable alarm was confirmed. Placement signal did not recover during support. The root cause of the optical signal issue was most likely due to a sensor wear as evidenced by durability sensor wear pattern observed in the data logs. The root cause of the positioning issue was not determined as limited clinical information related to how pump became mispositioned was provided. The root cause of the low pump flow was not determined as no product was returned, no motor current spike was observed in the data logs and limited clinical information was provided. A review of the device history record (DHR) for the suspect product, and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time. H6 medical device problem code revised to include 2917 device sensing problem from the initial manufacturer device report number 1220648-2025-29245.

Event description:
The complainant reported that multiple complications were encountered during impella 5.5 support. The implanted pump began to trigger suction alarms roughly nineteen days into support. Volume was given but the issue persisted. Attempts were then made to reposition the device, but the staff was unable to rotate the pump away from the mitral valve. A placement signal unknown alarm subsequently sounded, for which the team was instructed on how to silence the alarm. Support was continued with the setup and the pump was successfully repositioned under echocardiogram the following day. No patient harm was reported.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Should any new information be received, a supplemental manufacturer device report will be filed.

Manufacturer narrative:
H4 device manufacture date updated.